Event description:
Failed to pace adequately (intermittent failure to capture) on excitation set at 8-9v. Additional surgery, to replace suspected faulty electrode/leads, was commenced. At some point during this process an alternative pacemaker was introduced with paced adequately using 2v. It was noted that the 4 pin electrode cable connector has been reversed, which was confirmed with the risk manager that this is a plausible cause of the observed events.

Manufacturer narrative:
The external pacemaker edp 30a was found to be working as specified during analysis. However, the cable pk-17 had been found to be plugged into the edp 30a incorrectly. The device received for analysis was sold in 1997. Since then, it has been in operation and has never been returned to biotronik for repair/inspection. There have been no similar complaints received until today. The connection between pacemaker and leads has been designed to be usable with multiple cable designs. Thus, a variable clamping technology has been established. The cable connector is labelled in order to avoid mishandling.